Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure protrustion through uterus/essure device was protruding through my uterus making me think my lower pelvic/essure device did not reach my bowel but was connected to fat on top of my bowel"), device expulsion ("essure protrustion through uterus/essure device was protruding through my uterus making me think my lower pelvic/essure device did not reach my bowel but was connected to fat on top of my bowel") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. A06688, a14900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "he did state on the left tube he did bend 2 or 3 essure devices and will send them back to essure company stating that they are defective". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2007, 01jan2013 and 01jan2013), anxiety, depression, diarrhea, clostridium difficile colitis, hypothyroidism and premature baby 33 to 36 weeks. She has no intermenstrual spotting. Concurrent conditions included allergic reaction to antibiotics, allergic reaction to antibiotics, irregular periods and uterine bleeding. Family history included arthritis (mother) and scoliosis (mother). Concomitant products included citalopram hydrobromide (celexa) since 2007 for anxiety, evra (ortho evra) from 2004 to 2006 for birth control as well as docusate sodium (colace), ibuprofen (motrin) and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("sharp pain during period"). In march 2013, the patient experienced abdominal pain ("left sharp abdominal pain / sharp abdominal and on the left side which I still have every once in a while after it was removed"). On (B)(6) 2013, the patient experienced complication of device insertion ("failed left side essure/ left essure complication/my left tube did not take effect with essure device"). On(B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/still have fatigue/ fatigue continues"), menstrual disorder ("clotting during menstrual cycle/clotting since I have no periods/clotting for 2 years was the cause of the essure device"), gastric disorder ("stomach problems") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (otal laparoscopic hysterectomy with bilateral salpingectomy and removal of essure coil and cystoscop) and surgery (otal laparoscopic hysterectomy with bilateral salpingectomy and removal of essure coil and cystoscop). Essure was removed on 4-jun-2015. At the time of the report, the uterine perforation, device expulsion, gastric disorder, complication of device insertion, mental disorder and dysmenorrhoea outcome was unknown, the genital haemorrhage and menstrual disorder had resolved and the fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, gastric disorder, genital haemorrhage, menstrual disorder, mental disorder and uterine perforation to be related to essure. The reporter commented: she did not claimed that you are allergic and experienced a hypersensitivity reaction to to nickel or any other component of essure. Hysteroscopy, no abnormalities seen. Mr - trailing coils left 2 right 10 other findings during there is free spillage of contrast material from the fallopian tubes consistent with tubal patency.the spillage of the right fallopian tube appears to be mildly located on the images that are submitted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test physician performed pap-smear and after explaining my symptoms to him (B)(6) 2015, my pelvic ultra-sound was performed (B)(6) 2015. On (B)(6) 2015, transvaginal ultrasound-impression: an echogenic structure with somewhat ill-defined margins was identified within the uterine myometrium which may correlate with the prior essure coil placement. Correlation with plain film or direct visualization may be benefit. There was a hypoechoic structure within the right ovary measuring 1.7 x 1.7 x 1.0 cm. There are areas of internal increased echogenicity within the structure. This may represent a complex cyst on (B)(6) -2015, final report-gross description: received in formalin labeled uterus'' is a single uterus with attached cervix, and detached bilateral fallopian tubes. The uterus weighs 61 g and measures 8 cm in length, 5 cm in width, 3.5 cm in ap diameter.the serosal surface is smooth without visible exudate or deformity. The squamo columnar junction is well def1ned without focal lesion. The endometrial cavity is triangular and lined by a flat yellow mucosa without focal lesion. The right posterior myometrium contains two embedded coiled wires. The shorter measures b mm, and the longer 26 mm (uncoiled). There is no visible myometrial reaction. No additional myometrial lesions are identified. The bilateral fallopian tubes are not designated. They both appear grossly unremarkable. Representative portions submitted as follows: "a" ¿ anterior cervix, "b" posterior cervix, "c" ¿ anterior uterine wall, "d" - posterior uterine wall, "e" - fallopian tubes. (Vr) 2. Received try an specimen container labeled "essure device" is a single coiled wire measuring 4 cm in length. There is no attached tissue lot number:a14900 manufacturing date:2012-05 expiration date:2015-05 lot number:a06688 manufacturing date:2012-05 expiration date:2015-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) -2018: quality-safety evaluation of ptc. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure protrustion through uterus/essure device was protruding through my uterus making me think my lower pelvic/essure device did not reach my bowel but was connected to fat on top of my bowel"), device expulsion ("essure protrustion through uterus/essure device was protruding through my uterus making me think my lower pelvic/essure device did not reach my bowel but was connected to fat on top of my bowel") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. A06688, a14900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "he did state on the left tube he did bend 2 or 3 essure devices and will send them back to essure company stating that they are defective". The patient's past medical history included gravida ii, parity 3 ((B)(6)2007, (B)(6)2013 and (B)(6)2013), anxiety, depression, diarrhea, clostridium difficile colitis, hypothyroidism and premature baby 33 to 36 weeks. She has no intermenstrual spotting. Concurrent conditions included allergic reaction to antibiotics, allergic reaction to antibiotics, irregular periods and uterine bleeding. Family history included arthritis (mother) and scoliosis (mother). Concomitant products included citalopram hydrobromide (celexa) since 2007 for anxiety, evra (ortho evra) from 2004 to 2006 for birth control as well as docusate sodium (colace), ibuprofen (motrin) and vicodin (norco). On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("sharp pain during period"). In march 2013, the patient experienced abdominal pain ("left sharp abdominal pain / sharp abdominal and on the left side which I still have every once in a while after it was removed"). On (B)(6)2013, the patient experienced complication of device insertion ("failed left side essure/ left essure complication/my left tube did not take effect with essure device"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/still have fatigue/ fatigue continues"), menstrual disorder ("clotting during menstrual cycle/clotting since I have no periods/clotting for 2 years was the cause of the essure device"), gastric disorder ("stomach problems") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (total lap hysterectomy with bilateral salpingectomy and removal of essure coil and cystoscopy). Essure was removed on(B)(6)2015. At the time of the report, the uterine perforation, device expulsion, gastric disorder, complication of device insertion, mental disorder and dysmenorrhoea outcome was unknown, the genital haemorrhage and menstrual disorder had resolved and the fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, gastric disorder, genital haemorrhage, menstrual disorder, mental disorder and uterine perforation to be related to essure. The reporter commented: she did not claimed that you are allergic and experienced a hypersensitivity reaction to to nickel or any other component of essure. Hysteroscopy, no abnormalities seen. Mr - trailing coils left 2 right 10 other findings during there is free spillage of contrast material from the fallopian tubes consistent with tubal patency.the spillage of the right fallopian tube appears to be mildly located on the images that are submitted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure confirmation test physician performed pap-smear and after explaining my symptoms to him (B)(6)2015, my pelvic ultra-sound was performed (B)(6)2015. On (B)(6)2015, transvaginal ultrasound-impression: an echogenic structure with somewhat ill-defined margins was identified within the uterine myometrium which may correlate with the prior essure coil placement. Correlation with plain film or direct visualization may be benefit. There was a hypoechoic structure within the right ovary measuring 1.7 x 1.7 x 1.0 cm. There are areas of internal increased echogenicity within the structure. This may represent a complex cyst on (B)(6)2015, final report-gross description: received in formalin labeled uterus'' is a single uterus with attached cervix, and detached bilateral fallopian tubes. The uterus weighs 61 g and measures 8 cm in length, 5 cm in width, 3.5 cm in ap diameter.the serosal surface is smooth without visible exudate or deformity. The squamo columnar junction is well def1ned without focal lesion. The endometrial cavity is triangular and lined by a flat yellow mucosa without focal lesion. The right posterior myometrium contains two embedded coiled wires. The shorter measures b mm, and the longer 26 mm (uncoiled). There is no visible myometrial reaction. No additional myometrial lesions are identified. The bilateral fallopian tubes are not designated. They both appear grossly unremarkable. Representative portions submitted as follows: "a" ¿ anterior cervix, "b" posterior cervix, "c" ¿ anterior uterine wall, "d" - posterior uterine wall, "e" - fallopian tubes. (Vr) 2. Received try an specimen container labeled "essure device" is a single coiled wire measuring 4 cm in length. There is no attached tissue lot number:a14900 manufacturing date:2012-05 expiration date:2015-05 lot number:a06688 manufacturing date:2012-05 expiration date:2015-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure protrusion through uterus/essure device was protruding through my uterus making me think my lower pelvic/essure device did not reach my bowel but was connected to fat on top of my bowel"), device expulsion ("essure protrusion through uterus/essure device was protruding through my uterus making me think my lower pelvic/essure device did not reach my bowel but was connected to fat on top of my bowel") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. A06688, a14900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "he did state on the left tube he did bend 2 or 3 essure devices and will send them back to essure company stating that they are defective". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2007, (B)(6) 2013 and (B)(6) 2013), anxiety, depression, diarrhea, enterocolitis, hypothyroidism and premature baby 33 to 36 weeks. She has no intermenstrual spotting. Concurrent conditions included allergic reaction to antibiotics, allergic reaction to antibiotics, irregular periods and uterine bleeding. Family history included arthritis (mother) and scoliosis (mother). Concomitant products included citalopram hydrobromide (celexa) in 2007 for anxiety, evra (ortho evra) in 2004 for birth control as well as docusate sodium (colace), ibuprofen (motrin) and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("sharp pain during period"). In (B)(6) 2013, the patient experienced abdominal pain ("left sharp abdominal pain / sharp abdominal and on the left side which I still have every once in a while after it was removed"). On (B)(6) 2013, the patient experienced complication of device insertion ("failed left side essure/ left essure complication/my left tube did not take effect with essure device"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/still have fatigue/ fatigue continues"), menorrhagia ("clotting during menstrual cycle/clotting since I have no periods/clotting for 2 years was the cause of the essure device"), gastric disorder ("stomach problems") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure coil and cystoscop) . Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, gastric disorder, complication of device insertion, mental disorder and dysmenorrhoea outcome was unknown, the genital haemorrhage, and menorrhagia had resolved and the abdominal pain had not resolved and fatigue is resolving. The reporter considered abdominal pain, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, gastric disorder, genital haemorrhage, menorrhagia, mental disorder and uterine perforation to be related to essure. The reporter commented: she did not claimed that you are allergic and experienced a hypersensitivity reaction to nickel or any other component of essure. Hysteroscopy, no abnormalities seen. Mr - trailing coils left 2 right 10 other findings during. There is free spillage of contrast material from the fallopian tubes consistent with tubal patency.the spillage of the right fallopian tube appears to be mildly located on the images that are submitted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test. Physician performed pap-smear and after explaining my symptoms to him (B)(6) 2015, my pelvic ultra-sound was performed (B)(6) 2015. On (B)(6) 2015, transvaginal ultrasound-impression: an echogenic structure with somewhat ill-defined margins was identified within the uterine myometrium which may correlate with the prior essure coil placement. Correlation with plain film or direct visualization may be benefit. There was a hypoechoic structure within the right ovary measuring 1.7 x 1.7 x 1.0 cm. There are areas of internal increased echogenicity within the structure. This may represent a complex cyst on (B)(6) 2015, final report-gross description: received in formalin labeled uterus'' is a single uterus with attached cervix, and detached bilateral fallopian tubes. The uterus weighs 61 g and measures 8 cm in length, 5 cm in width, 3.5 cm in ap diameter.the serosal surface is smooth without visible exudate or deformity. The squamo columnar junction is well def1ned without focal lesion. The endometrial cavity is triangular and lined by a flat yellow mucosa without focal lesion. The right posterior myometrium contains two embedded coiled wires. The shorter measures b mm, and the longer 26 mm (uncoiled). There is no visible myometrial reaction. No additional myometrial lesions are identified. The bilateral fallopian tubes are not designated. They both appear grossly unremarkable. Representative portions submitted as follows: "a" ¿ anterior cervix, "b" posterior cervix, "c" ¿ anterior uterine wall, "d" - posterior uterine wall, "e" - fallopian tubes. (Vr) 2. Received try an specimen container labeled "essure device" is a single coiled wire measuring 4 cm in length. There is no attached tissue most recent follow-up information incorporated above includes: on 22-nov-2017: plaintiff fact sheet and medical records received- all relevant medical history, concurrent condition, concomitant medication, treatment drug added. Events essure device was protruding through my uterus making me think my lower pelvic/essure device did not reach my bowel but was connected to fat on top of my bowel, heavy bleeding, still have fatigue/ fatigue continues, left sharp abdominal pain / sharp abdominal and on the left side which I still have every once in a while after it was removed, left sharp pelvic pain/ like someone stabbed you in pelvis/left lower pelvic pain/sharp pelvic pain left side which I still have every once in a while after it was removed, left lower abdominal pain, clotting during menstrual cycle/clotting since I have no periods/clotting for 2 years was the cause of the essure device, stomach problems, failed left side essure/ left essure complication, essure caused or aggravated any psychiatric and/or psychological condition, sharp pain during period.essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.